Event description:
Hosp reported unit not cycling, i.e., no pressure buildup. Rt noticed problem prior to application on pt. No pt problem mentioned by staff at time of svc.

Manufacturer narrative:
No part returned for a root cause analysis. Therefore, unable to isolate the cause of the failure at the component level. Investigation concluded.